Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (3.00mm x 15mm) to a calcified lesion in the lad with 99% stenosis and vessel tortuosity but the device could not pass the lesion due to calcification and tortuosity. The device was prepped before use with no issues noted. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The 9th and 10th proximal segments were deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, calcification and vessel tortuosity. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation).